Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3389s-40 lot# va0074j serial# implanted: (B)(6) 2012 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they are having trouble swallowing. It was stated that they are working with a speech therapist who is considering electronic stimulation of the larynx. When inquired if it was related to the implant, the patient noted it is probably related but they are not sure. The patient also began having shortness of breath at a time when they were fooling around with 2 lead, but they got "twisted up like a pretzel" so they completely stopped that and are on a very low setting. At a later time in (B)(6) 2016 the patient was also hospitalized for breath problems but they had no diagnosis and were given medication. In (B)(6) 2016, the patient's whole left lower lobe was filled with fluid/nodules/"inoculations" due to "long term aspirations"/"aspiration pneumonia." They figure it is thin fluids they can't control so they are using thickening agents. Follow up with the healthcare provider (hcp) is to be conducted. The patient's indication for implant is dystonia and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.